Manufacturer narrative:
A patient experiencing a cardiopulmonary arrest just prior to starting a permanent implant procedure was reported to abbott. The procedure was immediately stopped, and the physician resuscitated the patient. The physician evaluated the patient and the patient was doing well afterwards. The patient was taken back into the or to continue the implant procedure. There were no further complications with the implant procedure. Therapy was turned on post-op. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device and initial reporter information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that prior to a perm implant surgery on (B)(6) 2020, the patient went into cardiopulmonary arrest. The procedure was halted as the physician resuscitated the patient successfully. The implant was completed successfully and the procedure was extended by 15-20 minutes. Post-operatively, the patient had no symptoms and therapy was programmed successfully.